Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the blade became dull. A second disposable hand piece was used to successfully complete the procedure with no patient consequences.

Manufacturer narrative:
Conclusion code - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.